Manufacturer narrative:
If pertinent information is provided in the future, a supplemental report will be submitted.

Event description:
It was reported that this right ventricular (rv) defibrillation lead exhibited shock impedance measurements of greater than 125 ohms. A defibrillation threshold (dft) test was performed in which the value measured 142 ohms with a phase1 negative polarity. Shock polarity programmed to reversed during dft. It was noted that if there were to be any revision in the future, the patient would like to get a subcutaneous implantable cardioverter defibrillator (s-ICD) as their next device. This rv lead remains in service. No adverse patient effects were reported.